Manufacturer narrative:
One zimmer dental heal collar was returned for inspection. Visual inspection revealed wear about the collar and the threads. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes a healing collar unable to seat, and is considered a similar complaint. The implant that allegedly would not mate was not returned for inspection, therefore the reported event could not be verified. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15 healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter (figure a). The top surface of the healing collar is etched with three numbers (figure b) to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. A root cause for the complaint could not be determined. UDI: (B)(4).

Event description:
It was reported that healing collar would not thread into implant. No delay or additional procedure reported.